Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2009: (B)(6) medical center. (B)(6) md. History and physical. Laparoscopic cholecystectomy (B)(6) 2009, at that time the surgeon noted liver ¿problems¿. Smoking ½ pack per day for 5-6 years now 4-6 cigarettes day. (B)(6) 2009 laparoscopic cholecystectomy; 1992 right oophorectomy, bilateral salpingectomy. Impression/plan: status post laparoscopic cholecystectomy (B)(6) 2009 with choledochal cyst. For resection of bile duct and choledochal cyst, roux-en-y, bilateral hepaticojejunostomy. Asa classification: ii. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Operative report. Diagnosis: intrahepatic choledochal cyst. Name of procedure: resection of intrahepatic choledochal cyst (secondary biliary branch going to the caudate lobe). Intraoperative cholangiogram x3. Intraoperative ultrasound. Placement of choledochal stent. Transection of segment 4b to gain access to the intrahepatic bile ducts. Tru-cut liver biopsy. (B)(6) 2009: (B)(6) memorial. (B)(6) md. Discharge summary. Underwent an excision of the choledochal cyst with biopsy on (B)(6) 2009. The patient tolerated the procedure and remained intubated because of the long nature of the case. The total length of time of the operation was 7 hours. The case had significant complexity due to the biliary anatomy and the high degree of intrahepatic content of the bile duct. Was transferred to the ICU for further management. On (B)(6) 2009 was extubated and transferred to the 6 west for further post surgical care. Diet was advanced and fentanyl pca was discontinued with transition to oral analgesia. Hospital course was eventful for chest pain/bloating and nausea. EKG and cardiac enzymes were ordered which were negative. T-tube was capped on (B)(6) 2009 and her jp was discontinued. Tolerated a good oral intake and had multiple bowel movements prior to discharge on (B)(6) 2009. In day of discharge patient is stable, voiding, stooling and ambulating. Activity: as tolerated; no strenuous exercise; no heavy lifting (>10 lbs). (B)(6) 2010: (B)(6). (B)(6) md. Office notes. Followup today for resection of a choledochal cyst about 1 month ago. Continued to have pain in her back and pain along her right shoulder and general complaints. (B)(6) 2010: (B)(6) memorial. (B)(6) md. Office notes. Complaining of right-sided pain. 6 months after choledochal cyst resection. Says that there is a disfigurement in her abdomen. Exam: incision was clean, dry and intact. There is fullness there, and a bulge, which is not consistent with a hernia. Impression/plan: I wonder if this is a rectus diastasis. I informed her of this. I will get a cat scan to assess the situation. (B)(6) 2010: (B)(6) healthcare. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Evaluate for hernia. Findings: no inguinal hernia is evident. There is a large ventral hernia or in the upper abdomen measuring approximately 7 cm in size containing fat as well as transverse colon without findings of destruction. Impression: ventral hernia, as described, without evidence of incarceration. Lobular contour to the liver. Status post cholecystectomy. Mild prominence of biliary ductal system which may be normal following cholecystectomy. 2.3 cm left ovarian cyst. (B)(6) 2010: (B)(6) medical center. [Signature illegible]. History and physical. Incisional hernia repair with mesh. Had resection of intrahepatic choledochal cyst (B)(6) 2009. Started with right side mid abdominal pain hernia back pain. Had CT scan found to have a large hernia. Smoke ½ per day x 20 years quit 3 days ago. Exam: large abdominal scar (healed). Asa classification: ii. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Diagnosis: incisional hernia. Name of procedure: incisional hernia repair with mesh. Assistants: (B)(6) md and (B)(6) md. Anesthesia: general endotracheal. Intravenous fluids: 1 liter saline. Disposition: the patient tolerated the procedure and sent to recovery room in stable condition. Indications: this is a (B)(6) year-old woman who underwent a choledochal cyst resection about 6 months ago. She is a chronic smoker, obese and has a chronic cough and this led to a recurrent incisional hernia. She agrees of risks and benefits of surgery. She has been having recurrent abdominal pain and pain radiating to the back. CT scan demonstrated evidence of a large hernia. Description of procedure: ¿the patient was brought to the operating table. In supine position after general endotracheal anesthesia was achieved, she had an epidural placed in the holding area. She had a foley catheter placed. Abdomen was prepped and draped in sterile fashion. She received 2 grams of ancef. A timeout was performed. We began with an incision through the mercedes portion of her wound. We dissected down to the fascia. There was really no fascia to speak of in the mid portion of the wound. The hernia extended over to the right subcostal area. We removed the peritoneal sac. We dissected out good healthy fascial tissue. We undermined it extensively. We then closed the fascia directly with #1 pds in 1-2 layers. We then placed an ethicon ultrapro as an onlay mesh. This was sewn also with #1 pds. We then placed dermal stitches in the deep dermal stitches with 3-0 vicryl. We then closed the skin with staples. A jp drain was left above the fascia to prevent seroma formation. The patient tolerated the procedure and sent to recovery room in stable condition.¿ (B)(6) 2010: (B)(6). Implant record. Mesh ultrapro. (B)(6) 2010: (B)(6). (B)(6) md. Discharge summary. Admitted for repair of incisional hernia. An epidural catheter was placed pre-operatively for pain control. Tolerated the procedure well and was transferred to the floor for monitoring and pain control. The epidural catheter was removed on post-op day one and oral pain medications were initiated with good effect. Tolerated a regular diet. Was started on a nicotine patch; ambulated. Drain was removed on postoperative day two and was discharged home. Activity: no strenuous exercise; no heavy lifting (>10 lbs). (B)(6) 2010: (B)(6). (B)(6) md. Office notes. Followup after incisional hernia repair. Doing very well. Has stopped smoking cigarettes. Is not doing any heavy lifting. Moving her bowels erratically but reasonably well. Exam: removed staples and placed steri-strips. Otherwise doing well. Back pain has resolved and she has no other real abdominal pain except for some incisional pain. Impression/plan: doing well. I have again stressed for no heavy lifting beyond 15-20 pounds. (B)(6) 2010: (B)(6) . (B)(6) md. Office notes. Recurrent abdominal pain. Had a ventral hernia fixed about 2 months ago. Has done well from that but she continues to complain of right-sided pain and bulging. Says the pain becomes sharp along the lateral aspect into her back and then radiates down her leg. On exam, this clearly appears to be due to the fascial laxity that she has. I reviewed the cat scan with her and showed this to her. Does not have an obvious hernia there, but likely has a fascial laxity that is causing this pain and this bulging that she notices. The hernia repair that was performed previously is intact. I reassured (B)(6) that hopefully this can be corrected, but this is not something in my expertise. I will refer her to drs. (B)(6) to see if they think that there is an option for surgical repair for this. (B)(6) 2010: (B)(6) . (B)(6) md. Letter to dr. (B)(6). Underwent laparoscopic cholecystectomy in (B)(6) 2009 and at that time an intraoperative cholangiogram was done which showed a choledochal cyst. Then underwent a choledochal cyst resection in december. Of note, she then developed ventral hernia related to the bilateral subcostal incision, which you fixed with mesh during the spring on (B)(6) 2010. Now notes that she has some laxity in the right side. First became aware of this in february. Has pain in lower back. Complains that the pain goes from her right side to her back and down her right leg. Exam: does have some bulging on her right anterior aspect of her abdominal wall, but there is absolutely no fascial defect. Imaging studies from april prior to her ventral hernia repair in the area over her right flank support the fact that she has no fascial defect in this area. Impression/plan: has some laxity in the right anterior abdominal wall following status post bilateral ventral hernia repair, status post choledochal cyst resection back in (B)(6) 2009. I see no role for operative intervention. (B)(6) 2010: (B)(6). (B)(6) md. Office notes. Follow up for abdominal pain. Complaining of some mid epigastric pain radiating to the right side. This pain has been going on for a couple of days. Met with dr. (B)(6) and dr. (B)(6) and was happy with her visit there. They will eventually plan for her to have something done for her diastasis down the road. Exam: I could not elicit any obvious tenderness. Has seen a nutritionist and is starting to lose some weight. Impression: I think that a lot of her pain is referred pain from the right side. (B)(6) 2011: (B)(6). (B)(6) md. Office notes. 1-1/2 year followup from resection of choledochal cyst and recurrent abdominal pain. Doing well. Has lost touch over the course of the last year because of an ankle injury. Still has numerous complaints in visiting me today. Has known rectus diastasis along the right flank, which she say is causing her pain and having trouble sleeping. Has a bulge there, which a previous cat scan did not show any evidence of a hernia, but just a rectus diastasis. Exam: has not lost any weight, despite her numerous gi complaints. Incisions were all clean, dry and intact. There is no hernia at the mid portion that I had fixed previously. Impression: overall doing well. Obtain another cat scan in the next 2-3 weeks to evaluate whether the hernia is there or not, and I will see her back in followup. (B)(6) 2011: (B)(6) healthcare. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain, evaluate for hernia. Findings: there is an increase in size of the wide neck hernia in the right lateral abdominal wall and presently measures 9.8 x 4.8 cm. The hernia is mostly filled with fat and has a small loop of large bowel within it. A small ventral hernia and umbilical hernia is unchanged in appearance. There is no bowel obstruction. Impression: increased in size of the right lateral abdominal wall hernia, as described. Stable ventral and umbilical hernias. S/p cholecystectomy. Additional stable findings. (B)(6) 2011: (B)(6). (B)(6) md. Office notes. Right incisional hernia. Had a cat scan a couple weeks ago, which confirmed the presence of a large hernia. It has a wide neck, which I do not think would be amendable to a laparoscopic approach. There is colon and bowel in the hernia. Is having continuous discomfort and physical disfigurement from it. I recommend repair. This would be a surgery that she had on her previous hernia. I also strongly recommend her to try to continue to lose weight and stop smoking cigarettes. Exam: continues to have a large protuberant abdomen with a disfigurement on the right side. Plan: we will plan to perform the incisional hernia repair next week. Agrees to the risks and benefits of surgery, and wants to proceed as soon as possible given her pain. (B)(6) 2011: (B)(6) medical center. [Signature illegible]. History and physical. Large incisional hernia complains of pain incisional hernia site, had CT which confirms large hernia. Smoking 6 cigarettes a day x 12 + years. History chronic cough. Weight (B)(6) lbs. Exam: abdomen soft, +ventral right quadrant hernia large; old incisions healed. Asa classification: ii. Implant procedure: incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/8271355, 18cm x 24 cm] implant date: (B)(6) 2011 (hospitalization (B)(6) 2011) (B)(6) 2011: (B)(6) medical center. (B)(6) md. Diagnosis: incisional hernia through a right subcostal incision. Assistant: (B)(6) md. Anesthesia: general endotracheal. Intravenous fluids: 2 liters of saline. Disposition: the patient tolerated the procedure and sent to the recovery room in stable condition. Description of procedure: ¿the patient was brought to the operating room table; her site was marked as the right most portion of the subcostal incision. Endotracheal intubation was achieved. Her abdomen was prepped and draped in sterile fashion. We then performed a timeout. She received perioperative ancef. We then made a 4 cm scar along the right subcostal part of the incision. We dissected down into the hernia sac. There was a large sac, with very weak fascia. We spent about 45 minutes dissecting the adhesions off of the fascia. After doing this, the liver was stuck up very close to the right subcostal area and I realized I could not place a dual bard mesh inside the abdomen and therefore decided to place an onlay mesh. This repair would have been very difficult laparoscopically as well because the liver would prevent someone from placing the mesh above the area on the subcostal region. We therefore closed the fascia after undermining aggressively up to about 4 cm on all sides. We then closed the fascia with the big bites with #1 pds. We then placed the bard dualmesh on top and sewed it in with #1 pds in interrupted fashion. We left a 19 round jp drain and then closed the skin with staples. The patient was successfully extubated and sent to the recovery room in stable condition.¿ (B)(6) 2011: (B)(6) medical center. Implant record. Dualmesh plus 18cm x 24 cm. Model: (B)(4). Lot number: 8271355. Location: abdomen. Manufacturer: w.l gore. Exp date: 2013-05. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 8271355) was implanted during the procedure. Relevant medical information: (B)(6) 2011: (B)(6) health care. (B)(6). Discharge summary. Presented to umass on an elective basis for incisional hernia repair. This was repaired in an open fashion with onlay mesh. Tolerated the procedure well and there were no complications. Post-operatively the patients pain was well controlled with IV and oral pain medications. Diet was advanced to a regular diet. Was up ambulating around without difficulty. Pain was well controlled on oral medication alone. Was hemodynamically stable. Therefore, she was discharged home in good, stable condition. Activity: no lifting. (B)(6) 2011: (B)(6) . (B)(6) md. Office notes. Followup after incisional hernia repair. In clinic complaining of severe back pain. On examination, had lower back pain with tenderness. No evidence of recurrent incisional hernia. Incision is well healing. Impression/plan: discontinued the staples and steri-strips on it and also discontinued her subcutaneous jp drain. (B)(6) 2011: (B)(6). (B)(6) md. Office notes. Followup after incisional hernia repair. Doing really well. Had her drain pulled last week. Overall, doing really well. Incision was clean, dry and intact with no real problems. (B)(6) 2012: (B)(6). (B)(6) md. Office notes. Recurrent hernia after most recent repair which only last about 6 months. Has gained all her weight back. Has stopped smoking now. Having recurring back pain from this hernia. Affecting her quality of life; notes that is getting larger. Exam: I do feel bowel in the hernia sac and it appears to be a wide necked hernia. I think she probably be amendable to laparoscopic repair. I would like her to lose more weight. I will get a CT scan to evaluate the hernia and it appears to be amendable to a laparoscopic approach, then I will perform a laparoscopic incisional hernia repair. We will see how things go moving forward. (B)(6) 2012: (B)(6). (B)(6). Radiology-CT abdomen/pelvis without contrast. Indication: followup hernia, now with pain. Findings: the right lateral abdominal wall hernia is unchanged in size however, a noncompromised loop of ascending colon cecum is now seen within the hernia. Impression: right lateral abdominal wall hernia size unchanged however, the noncompromised ascending colon is now seen within the hernia. (B)(6) 2012: (B)(6). (B)(6) md. Letter to dr. (B)(6). Sent to us in referral from dr. (B)(6). He had initially planned to do a redo hernia repair, but unfortunately has taken a job in another city. In light of this, he counseled (B)(6) that he would like to have her care transferred to us to consider doing her redo hernia. Has unfortunately had quite a few complications following her choledochal cyst excision. This was done dating back to (B)(6) 2009. Had a large chevron incision. Developed an incisional hernia and initial repair done in (B)(6) 2010 with an ultrapro onlay. Had a recurrence of the hernia or what sounds more like a hernia on the lateral aspect of the incision and this was repaired in (B)(6) 2011 via an open repair with an onlay bard dualmesh. During that operation, it was described that there were extensive adhesions in the liver, was quite adherent to the abdominal wall fascia. She unfortunately developed a recurrence of the hernia shortly following that repair. From what she describes it as the same site as the second repair that dr. (B)(6) did. Since that time, (B)(6) has been quite bothered by the recurrence. Notices that it is getting larger. Experiences nearly continual pain at that site, though she does have pain extending across the entire incision and in the epigastric region. A CT scan was done (B)(6) 2012 showing a lateral defect of about 4.5 cm at the opening. There are certainly hepatic flexure within the herniated contents. The defect is just inferior to the costal margin and the eleventh rib. Denies any obstructive symptoms. Abdominal pain is quite constant and is increased with activity. Has not had any melena or bright red blood per rectum. (B)(6) had a cholecystectomy prior to the open choledochal cyst excision. Has had the two recurrent hernia repairs. History anxiety and intermittent explosive disorder; gastroesophageal reflux disease; chronic back pain and degenerative disk disease with radiculopathy. Quit smoking (B)(6) 2011. Smoked on average at least a pack a day prior to that. Weight (B)(6) pounds, bmi 39.3. With lying supine on the exam table, there is an obvious hernia on the lateral aspect of her subcostal incision. The hernia is soft and though tender to palpation, it is easily reducible. After pressure is released, the contents quickly reherniate. Abdomen is otherwise soft. Does have tenderness throughout the subcostal margin on the right and to the epigastric region in association with the incision. I do not feel any other hernia defects. Abdomen is quite protuberant and obese. Did reassure her that we could certainly attempt a repair. Is at higher risk of recurrence given the multiple operations and the failure twice now. We would hope to be able to accomplish it laparoscopic cholecystectomy and would certainly plan on starting the surgery that way. We did cure for certainly higher risk of needing to convert to an open procedure as it was described in dr. (B)(6) note that she had extensive adhesions in the right upper quadrant that made it quite difficult in his last repair. Our biggest concern at this point is certainly her abdominal obesity. This would greatly increase the risk of the surgery as well as the risk of recurrence. We have counseled her that she needs to lose weight prior to us undergoing the procedure. We counseled her on diet and exercise. Our plan is to have her follow up in one month¿s time or we will do a weight check and discuss the option of surgery further. (B)(6) 2013: (B)(6). (B)(6) md. Letter to dr. (B)(6). Ongoing weight checks in preparation for potential hernia surgery. Has not done well over the last several months. Up to (B)(6) pounds today. This is up from (B)(6) pounds in january and up from her lowest of (B)(6) pounds. Over the last many months her highest weight has been (B)(6) pounds. I really need her to lose another 20 pounds to make this a more reasonable procedure. Hernia is a bit larger, mainly because of the weight gain. She will continue to try and I will continue to hold out that hernia repair is not in her best interest as a young women until she gets this a bit more under control. (B)(6) 2013: (B)(6). (B)(6) md. Letter to dr. (B)(6). Ventral hernia on the right side of her abdomen. Have been seeing her for routine weight checks hoping that she can get down to around the 170 range. Since her last visit, was (B)(6) pounds and has lost 12 pounds to get down to (B)(6). Hope she can continue these habits and lose an additional 8 more pounds to get her down into the 170-172 range. Much more emotional than many of her other visits, basically saying that she cannot go any longer with this type of hernia and she wants to have it fixed now. Basically what we have told her is one chance to fix this and one chance to get it right because of recurrence after that or doing it under suboptimal conditions can lead to chronic pain from the mesh and she will back in a place where she started. She has quit smoking and hopes that she can continue to lose weight. (B)(6) 2013: (B)(6). (B)(6) md. Letter to dr. (B)(6). Ongoing followup related to weight loss and preparations for potential hernia surgery. Has lost a few pounds. Down to (B)(6) pounds. Still disgruntled by that, but I am encouraged that she was able to do this effort. I will work on scheduling her a date for mid august for this hernia repair. I would like her, of course, to lose 5 more pounds to make this a successful surgery. (B)(6) 2013: (B)(6). (B)(6) md. Letter to dr. (B)(6). Following in dr. (B)(6) clinic prior to her anticipated right upper quadrant incisional hernia repair. Has been doing well with her weight loss and has been watching what she is eating and increasing her exercise. Quite emotional today during her visit as she is up 2 pounds from her last visit and is feeling quite constipated. Self-admittedly stated that she is nervous about the operation and feels that she is not doing a good enough job to prepare for. Doing fairly well with trying to maintain her weight or try to lose more weight. However, she is just quite emotional and apprehensive about going forward with the operation. Scheduled for her surgery on (B)(6) 2013, and is looking forward to this. (B)(6) 2013: (B)(6) medical center. (B)(6) md. History and physical. History major surgery 2009 ¿ hernia right side repaired 2010 ¿ never worked ¿ hernia recurred. Increased discomfort occasional ¿catch¿, occasional constipation. Smoking history, 1/3 pack per day x 20 years. History asthma, hospitalized often; obstructive sleep apnea; reflux; constipation; obesity; partial oophorectomy; laparotomy; incisional hernia x2 with mesh. Recreational drug use marijuana. Weight (B)(6) lbs. Exam: abdomen positive hernia. Impression: incisional hernia. Asa classification: ii. (B)(6) 2013: (B)(6) . Nurse notes. Weight (B)(6) kg; bmi 32.42. Continued on attachment.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, nerve damage right side of stomach, bowel movement issues since day one, chronic pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.